Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had an unrelated hip surgery, and it is unknown if surgery mode was enabled. After the surgery, the ipg was found to be inoperable. Additionally, the leads migrated during this surgery. As a result, surgical intervention took place on (B)(6) 2025, wherein the ipg and the migrated leads were explanted and replaced to address the issue.